Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable and the cable connecting the front therapy electrode to the distribution node (dn) were pulled from the strain relief which damaged j702 (trunk cable connector) and j703 (dn to front therapy electrode connector) inside the dn. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause for the damaged j702 connector is excessive force placed on the trunk cable. No adverse event resulted from the damaged cables and connectors. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.